Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the moderately tortuous, moderately calcified and 99% stenosed anatomy resulting in the reported failure to advance. Interaction with the moderately tortuous, moderately calcified and 99% stenosed anatomy during removal resulted in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo, concentric lesion in the distal right coronary artery with moderate tortuosity, moderate calcification and 99% stenosis. A hi-torque turntrac flex guide wire was advanced; however, failed to cross the lesion due to the patient anatomy. Resistance was also met with the anatomy on removal of the guide wire as an independent unit. The procedure was successfully continued with a non-abbott guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.